Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio performed an internal inspection of the customer¿s device and no discrepancies were observed. Thereafter, the device began to function properly. Physio performed further testing on the device but was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device logged non-critical event codes after a technical service update was completed by physio-control. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product: blank. Section g5 of the initial medwatch report should indicate: combination product: no.

Event description:
The customer contacted physio-control to report that their device logged non-critical event codes after a technical service update was completed by physio-control. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.